Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left arterial descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the guiding catheter got deeply inserted and the proximal part of the stent got flattened. The device was removed from the patient's body. The procedure was completed with another 2.50 x 28 synergy¿ drug-eluting stent. No patient complications nor patient injuries were noted.